Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's lead had late right ventricular (rv) stimulation. The lead was reprogrammed and it was noted that the reprogramming may have been the reason for premature left ventricular (lv) stimulation. Both leads are still in use. The patient is a participant in the post approval network clinical study. No further patient complications have been reported as a result of this event.